Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated potassium results were generated while using the architect analyzer. The customer provided the example that sid (B)(6) generated an initial result of 6.9, with a repeat result of 4.9. The customer further reported that the sample was normal when run on another analyzer. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the ict probe (ln 09d63-03). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.